Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation results: there are no previous complaints of this code-batch. (B)(4) units of this code-batch were manufactured and distributed in the market. There are no units remaining in stock. 17 closed samples (double needle code) were received for investigation. Needle attachment testing of all samples received was performed and all were found to be within the product specifications. Review of the batch manufacturing record was completed and it was determined that this product had a normal process and the results during the process fulfil product requirements. Corrective/preventive actions not required.

Event description:
It was reported that the needle detached from the thread while suturing of tissue during a coronary artery bypass. There was no delay of surgery and the patient outcome is reported as "good no harm".